Manufacturer narrative:
An event of thrombus on the device and pulmonary embolism was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25mm amplatzer pfo occluder was implanted. On (B)(6) 2020, the patient showed signs and symptoms of pulmonary embolism. It was observed that there was a thrombus on the device. The patient was given medication and the issue resolved.